Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced three infusion set leak events between 22-apr-2024 and 06-may-2024. The leakage was at the site. The infusion set was in use for 24-48 hours. The blood glucose level was 200-300 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.